Event description:
It was reported to tyco healthcare/kendall on april 10, 2007, that a customer had a problem with a foley catheter. The customer stated, by balloon check, she noticed the non-deflation of the balloon occurred, so she left the balloon on a shelf for a while, then the balloon deflated by itself.